Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready to use. Isi did receive a da vinci product to perform failure analysis. The e-100 generator was analyzed and the reported failure was not confirmed. This unit was installed onto the test system and manually power cycled 10 times. The e-100 generator powered on with no issue each time. The vessel sealer instrument was installed onto the unit with a saline dipped gauze in the jaws. The e-100 generator was fired with yellow pedal/sync activation and cut/seal about 100 times. The unit worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer was not able to fire the synchroseal instrument with the e-100 generator. The customer power cycled the e-100 generator two times, but the reported issue was not resolved. The customer continued with the integrated electrosurgical unit (iesu). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and the system initially powered on without errors. Isi technical support was not contacted for troubleshooting. The site performed a power cycle along with a hard power cycle on the e-100 generator, but it did not work. The procedure was completed with the iesu.